Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was noted that the lead safety switch (lss) was triggered on the pacemaker and right ventricular (rv) lead due to high out of range pacing impedance measurements. The lss changed the polarity of the lead to unipolar configuration. Oversensing of noise that led to pacing inhibition and inappropriately stored episodes was also observed; the patient is pacemaker dependent. It was noted that in unipolar pacing the impedance measurements were within range, however there was less noise with bipolar sensing. The device was reprogrammed to unipolar pacing and bipolar sensing. At this time the device and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the pacemaker and right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Loss of capture (loc) on the rv lead was also observed. A lead fracture was suspected. A revision procedure was performed where the lead was surgically abandoned. The pacemaker remained in service with a new rv lead. No additional adverse patient effects were reported.